Event description:
A report was received that the patient was admitted in the hospital folllowing an episode of syncope. The patient was diagnosed with atrial fibrillation, which was felt to be secondary to the spinal cord stimulator (scs). The patient was discharged, and the scs had been turned off since. The patient remained in normal sinus rhythm with the stimulator off and had also been started on oxygen via nasal cannula every day.

Event description:
A report was received that the patient was admitted in the hospital following an episode of syncope. The patient was diagnosed with atrial fibrillation, which was felt to be secondary to the spinal cord stimulator (scs). The patient was discharged, and the scs had been turned off since. The patient remained in normal sinus rhythm with the stimulator off and had also been started on oxygen via nasal cannula every day. Upon follow-up, the scs was eventually turned back on. The patient did not require oxygen all the time and did well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.